Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer received a button error alarm. Customer also reported the numbers were ramping up. The customer's blood glucose was 144 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump received intermittent button response due to flattened down button dome switch. No button error alarm. No scrolling numbers anomaly noted. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.